Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The customer reported to baxter (B)(4) regarding one interlink injection site, which has "something" inside it, some type of foreign object. The use of the product has not resulted in patient harm or close call. The process step is unknown; patient injury or involvement is unknown; medical intervention is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was available for evaluation. The sample arrived attached to an interlink extension set. A visual inspection was performed, revealing a yellowish/brown particle approximately 1/8 inch in diameter located in the interlink injection site housing just below the septum. Further particle analysis revealed that the particle was a fragment of silicone rubber. The root cause was not identified.